Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/05/2023. An investigation was conducted on 05/23/2023. Signs of clinical use and evidence of blood was observed. Only the loading device, seal and tension spring assembly was returned for evaluation. The seal was observed to be unraveled and the tension spring assembly was observed to be cut as if there was an attempt to remove the seal from the aorta. No visual defects were observed. Based on the non-return of the delivery device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot #3000299721 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure, the hst iii system (3.8mm) deployment totally failed. The physician said there was a hole in it. The white plunger pressed. The seal made contact with the patient's aorta. Minimal delay- the time it took to grab another heartstring. No patient injury was reported.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.